Event description:
It was reported that during surgery an additional skin graft had to be taken due to the electric dermatome not cutting properly. The 3 inch plate was used but the middle portion of the skin graft was left behind thus having to take another piece of skin to complete the case. There was impact to the patient as the additional skin graft was required. There was a 30 to 45 minute delay in procedure to prepare an alternate device to complete the surgery. Due diligence is complete. No additional consequences have been reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was out of calibration and the thickness control lever was loose due to a worn ball plunger. The thickness control lever and bearings were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery an additional skin graft had to be taken due to the electric dermatome not cutting properly. There was impact to the patient as the additional skin graft was required. Due diligence is in progress; no additional information has been received as of present. No additional consequences have been reported as a result of this malfunction.